Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag console display remained blank after power up. Alarms were heard during sequence but no display.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console screen remaining blank when powering on the system was confirmed via analysis of the returned console. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test equipment and was connected to a mock circulatory loop. The console was powered on and during the bootup sequence, the text on the console screen was observed to be distorted. Upon completing the bootup sequence, the screen became blank. The unit was then disassembled to inspect the internal components, revealing that the protective shielding from the top housing had become displaced and was laying on top of the pins to the vacuum fluorescent display (vfd), which was causing shorts between the impacted pins. The material was removed, and the console's screen functioned as intended. A log file was downloaded from the returned centrimag console and data from the event date of 18nov2025 was reviewed. The data in the log file did not indicate any issues with the centrimag console¿s screen. No atypical alarms were observed. The unit was observed to have been manually shut down on 18nov2025 at 23:07:53. The reported event was determined to be due to a displaced shielding material causing shorts on the pins of the vfd; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on 27jul2020 the current revision of the operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.4 ¿ "appendix IV ¿ electromagnetic immunity¿ covers the electromagnetic immunity tests, test levels, compliance levels, and electromagnetic environment guidance. Incidental findings: the returned centrimag console did not pass functional testing due to a compromised lmcebpx pcb. The returned centrimag console did not pass surge testing. No further information was provided. The manufacturer is closing the file on this event.